Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 375cc saline breast prostheses when the right breast prosthesis deflated after implantation. Deflation of the right breast prosthesis was confirmed by the doctor¿s office. In addition, the patient developed capsular contracture (baker grade ii) in both breasts. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 400cc saline breast prostheses on (B)(6) 2018. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 12/19/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. White and yellow material were observed within the device. White material was observed on the shell surface. Mentor product analysis lab¿s visual examination indicated the device appears intact and no anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. At this point it is not possible to determine the origin of the white and yellow material observed. According to the information provided, mentor product analysis lab concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).